Manufacturer narrative:
The software logs of device ro15066 have not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The field engineer was asked to import the pet, because the tumor was only visible on the pet. The software crashed and the laptop shut down. The laptop was restarted and when opening the patient folder and re-try to import the pet the software crashed again.

Manufacturer narrative:
A test was performed at manufacturing site. It was tried to load a specific pet scan and this enabled to detect a new design defect recorded as a software bug. The pet scan takes the wrong path and instead of warning the user that the pet scan cannot be loaded, the software crashes. It is the cause of the issue.